Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: the operation was performed for the purpose of the re assessment of a lumbar degenerative spondylolisthesis. During the insertion of the setscrew into pedicle screw matrix by using a persuader, the setscrew was stopped around the first thread. The new setscrew pack was opened and the doctor tried to insert; the new setscrew could not be inserted. Surgeon removed the pedicle screw, selected another screw and completed the procedure. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.